Event description:
On 03/25/2024, during servicing activities of zyno medical devices, there was an issue observed during preventive maintenace/calibration that there is a flowrate issue where flow rate offset % at pre-rework was 4 and flow rate offset % atpost-rework was 6.. This is determined to be a flowrate unknown issue. No patient involved as this is observed during calibration.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the pump's performance fell outside the acceptable range for offset:offset % 4, 6. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue.